Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occured. Reportedly, the customer is using cold insulin. Tandem clinical support informed the customer that cold insulin is off label per the tandem user guide. Customer changed pump supplies and resumed insulin delivery. Customers blood glucose was 300 mg/dl.